Event description:
Journal article received: intertrochanteric fractures in elderly high risk patients treated with ender nails and compression screw; gangadharan s, nambiar m.; indian journal of orthopaedics; 2010 jul; 44(3):289-291; reported: use of two 4.5mm ender nails and one 6.5mm cannulated compression screw for intramedullary fixation of intertrochanteric fractures of femur in elderly patients with mean age of 80, 27 males and 49 females. Patients with osteoporosis, diabetes mellitus, hypertension, copd, ischemic heart disease, cva, history of previous coronary artery bypass surgery were included in the study. Image intensifier was used intra-operatively. X-rays were performed at one month post operation for all patients. In five cases of patients with advanced osteoporosis, the ender nails migrated distally. Patients complained of stiffness and pain above the knee due to bursa formation. Patient outcome was fair. This report is for 10 unknown nails. It is unknown if the product was a synthes device. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: (B)(6) 2010. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Placeholder.